Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pricked cheek [mouth injury]; brush head broke away in her mouth and it pricked her in the cheek [injury associated with device]; brush head broke away in mouth / jump down from the brush in the mouth, don't sit as stably as usual [device breakage]. Case description: a husband reported that his wife of unspecified age had an oral-b flexisoft brushhead break away in her mouth and it pricked her in the cheek while used with an oral-b professional care rechargeable toothbrush. The husband elaborated that the brushes worked like normal, but then they suddenly jumped down from the brush in the mouth and didn't sit as stably as usual. The husband stated that his wife had used this toothbrush and brush head type for years. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned 12 toothbrush heads on 23-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Pricked cheek [mouth injury], brush head broke away in her mouth and it pricked her in the cheek [injury associated with device], brush head broke away in mouth / jump down from the brush in the mouth, don't sit as stably as usual [device breakage], product counterfeit [product counterfeit]. Case description: a husband reported that his wife of unspecified age had an oral-b flexisoft brushhead break away in her mouth and it pricked her in the cheek while used with an oral-b professional care rechargeable toothbrush. The husband elaborated that the brushes worked like normal, but then they suddenly jumped down from the brush in the mouth and didn't sit as stably as usual. The husband stated that his wife had used this toothbrush and brush head type for years. The case outcome was unknown. No further information was provided.